Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed and found to be caused by a failure of the video cable connectors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared due to a faulty video cable connector. However, the root cause of the video cable connector failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image was visible, but the screen of the subject device would black out occasionally. The reported issue occurred while reprocessing the subject device. There was no patient involvement.